Event description:
It was reported that the tandem-provided charging supplies began burning or melting. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.